Manufacturer narrative:
(B)(4). Device investigation could not be performed because the device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of production records found no indication of product quality deficiency. According to the obtained information, the wire was knuckled in attempts to cross the lesion. When a wire is knuckled, it generally has higher rigidity. Therefore, it was presumed that the reported perforation was attributed to increased rigidity of the knuckled wire; the increased rigidity led the wire to move straight, not winding its way through the vessel. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels; and, [malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
It was reported that perforation occurred during a ppi to treat a cto in the superficial femoral artery. An asahi guide wire was advanced with a support catheter by knuckle wire technique when the wire tip swerved from the vessel and caused a perforation. A balloon was used to compress the perforation to stop bleeding. After that the ppi was resumed to successfully reestablish the blood flow. The patient was fine after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.